Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The device was returned for investigation, upon evaluation of the device, the reported event of e105 lamp error and flickering blue light was confirmed due to charred led cable. In addition, worn-out video connector latch and connector block was causing poor connection. Oxide (burned) film appeared in the connector of the faston terminal and the light-emitting diode (led) unit by repeated led lighting. Since the subject device was manufactured before the changes of processing were made for the terminal, the phenomenon occurred when resistance of the parts increased. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer will continue to monitor the processor because the error does not resurface. Tac explained that the switch between the narrow band imaging and white light was the cause of the error. Tac recommended testing the switch and sending in the unit for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an e105 lamp error occurred with the video system center. There was no patient involvement, no harm or user injury reported due to the event.